Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7 cm abdominal aortic aneurysm approximately (B)(6) weeks ago. The neck had 45 degree angulation. The iliac arteries had moderate to severe tortuousity and were calcified. It was reported that there was difficulty removing the delivery system as it was getting caught on the bare springs. After several attempts the physician was able to successfully remove the delivery system. After the bifurcated bifurcated stent graft was implanted the physician was unable to cannulate the gate; therefore, the decision was made to convert the device to an aorto-uni-iliac by implant of two aortic cuffs from another manufacturer followed by a fem-fem bypass and the endurant was extended into the external common iliac artery. The stent graft was being ballooned within the stent graft and ruptured the left common iliac artery. A cuff was implanted to address iliac rupture. The patient did well; however, died of a myocardial infarction on an unknown date. The exact date of death is unknown. The physician stated that the patient was very high risk and that the death was not device or procedure related. No further information is available.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death), patient's condition affected effectiveness of device (tortuous and calcified iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (tortuous and calcified iliac arteries).

Event description:
Additional information was received as follows: it was reported that during the procedure the physician had been using a 10 high pressure balloon to perform remodeling, then switched to a reliant balloon. While using the reliant balloon the left common iliac artery ruptured.